Event description:
It was reported that during insertion of the iab blood was noted in the helium tubing. The iab was removed and replaced. There were no pt complications.

Event description:
It was reported that during insertion of the iab blood was noted in the helium tubing. The iab was removed and replaced. There were no pt complications.